Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered during device insertion that was attributed to a previously implanted abdominal aortic aneurysm graft. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. The physician reportedly also encountered difficulty inserting the 7f procedural sheath. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.